Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity ¿ and under number 15 states ¿interoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Patient reported to have undergone right total knee arthroplasty on (B)(6) 2008. Patient further reports popping, pain, instability, movement and feelings of loosening. There has been no revision procedure reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 allegedly due to popping, pain, instability, movement and feelings of loosening. The tibial bearing and locking bar were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.